Event description:
It was reported that the patient experienced cut out of the lag screw requiring a revision surgery to correct.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of a patient on (B)(6), 2010. According to the complainant during the duodenal stenting procedure, after the physician positioned the stent, it was reported that the white deployment handle broke. As a result, the stent was unable to be deployed. The device was removed, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
No manufacturing deviations were noted.